Event description:
The manufacturer received information alleging a "service required" alarm condition occurred indicating an internal battery charging issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issue. No repairs were done, the device is to be scrapped.